Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 208 mg/dl. The customer also reported that she was hospitalized a week ago with a high blood glucose of 597 mg/dl. The customer stated that she ate breakfast, and her blood glucose levels began to elevate. The customer stated that she was unable to bring her blood glucose levels down. Advised the customer that the insulin pump would be replaced due to the drive support cap anomaly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case at the lcd window corners.